Manufacturer narrative:
One catheter was returned for review. Tubing separation was confirmed just below the inverted triangle portion of the overmolded extension set. The area of separation was found to exhibit a jagged edge. The jagged edge present at the area of separation is characteristic of the application of undue force to the catheter, such as excess tensile (pulling) force or pressure. Potential contributors include advancing/removing the catheter or stylet despite resistance, or improper catheter securement techniques or maintenance. This can also include flushing the catheter with excess force (e.g. Using a syringe smaller than 10 ml, flushing the catheter despite experiencing resistance, flushing the catheter using a 10 ml syringe with excess pressure, etc.) Which can weaken the catheter. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can mitigate the occurrence of leakage.

Event description:
PICC was inserted on (B)(6). It had to be retracted 1cm (B)(6) and redressed at 0615. Retracted another 1cm again at 2030, then redressed. Reported snapped on (B)(6). The PICC was removed immediately and a new PICC was placed. No mechanical stabilization device was utilized with this product.